Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator has presence of dirt. This is likely due to insufficient cleaning of the device. Other observations of the device are: due to a pinhole on distal end rubber coating (a-rubber), water tightness is lost; objective lens, suction connector (s-connector), and sc cover have a scratch; adhesive on a-rubber is detached; connecting tube has a buckling; right/l eft and up/down knobs are dirty; universal cord has discoloration; s-connector and distal end cover (c-cover) are dirty; angulation is lower than standard and has play; due to damage on charge couple device unit, image has black dots; and adhesive around light guide lens has wear. The user¿s complaint of leakage from a-rubber was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a leakage from the distal end rubber coating. There is no harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has presence of dirt. This is likely due to insufficient cleaning of the device. This medwatch is being submitted for the presence of dirt found in the forceps elevator during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing steps recommended in IFU were not performed completely due to leak of the device, which made foreign material remain at/around the forceps elevator. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Customer follows correct reprocessing procedure as per olympus training and instructions for use (IFU) in general, however, in this case the device had to be returned for repair without being reprocessed. As such, there is no information for the reprocessing of the device.

Event description:
Addendum feb 8, 2023: customer reported leakage occurred during reprocessing of the device. Once the leakage issue was noted, further reprocessing, including brushing, could not be performed.